Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited high thresholds. When the physician went and connected the rv lead to the device, pacing inhibition with an unknown duration of asystole was noted. The rv lead was disconnected and the physician tried repositioning the lead, but it would not move. The physician assumed there was tissue intertwined in the helix of the lead. The rv lead was reconnected to the device and the pocket was closed as thresholds had decreased. Additional information received from the field indicated that pacing inhibition was still occurring one week later at high outputs. Another revision procedure was performed, but again, the rv lead would not move. The physician now believed the helix of the lead was not retracting properly. The lead was eventually repositioned and the procedure was complete. The lead continues to remain implanted and in service. No adverse patient effects were reported.